Event description:
The report is from the study. The pt was a female, with a history of hyperlipidemia, smoking, and hypertension. The pt had a previous cea with recurrent stenosis. The target lesion was the left distal internal carotid artery. Pre-procedure stenosis was 90%. Lesion length was 30mm and vessel diameter was 6mm. There was no calcification or tortuous. The lesion was predilated. Three precise pro rx stents (9 x 40mm) were implanted. One at the target lesion and the other 2 proximal to the target lesion to stabilize a dissection, which was caused by a cordis brite tip sheath (7fr, 90cm, catalog and lot# unknown). An angioguard rx size 6 basket was successfully deployed and retrieved. Prior to angioguard retrieval, the pt had sudden onset of aphasia which lasted approx 5-10 minutes. The presumed cause was slow/low flow during the procedure. No treatment was given. The pt was discharged the day after the procedure.

Manufacturer narrative:
There was no sterile lot number info available, thus no DHR could be performed. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the stent implantation procedure may produce unintended damage to the healthy vessel structure. In this case the pt had a previous cea that may have altered the vessel integrity. Review of the info suggest that vessel and procedural issues may have contributed to the reported event. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. The manipulation of the target lesion and dissection of the proximal vessel may have caused thrombus and debris to collect within the filter of the angioguard device, causing the slowing of blood flow and the appearance of the aphasia as a result. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended.